Event description:
(B)(4). Introduction: this serious spontaneous case was received on 29-jan-2019 from another healthcare professional via an authority (FDA). This case concerns a patient (gender, age, height and weight) who was hospitalized during the treatment with dexeryl (glycerol, (B)(6), paraffin liquid) in united states. Patient medical condition: concomitant diseases: sebaceous gland disorder nos. Suspect treatments: dexeryl (glycerol, (B)(6), paraffin liquid), cream, received at the dose of unknown via unknown route for sebaceous gland dis nec. Concomitant treatments: concomitant treatments, if any, were not reported. Case description: on an unknown date, dexeryl has been initiated. No dosing information was provided the patient 's daughter reported 8 missed doses of dexeryl and requested to speak with the clinician. A call was placed to patient to address concerns, and they spoke to the patient's daughter, who stated that on (B)(6) 2018, the patient was hospitalized for 5 days, which caused the patient to temporarily hold the medication for 10 doses. No further information provided. Action taken: dexeryl was temporarily cancelled during hospitalization for 10 doses. Use of corrective treatment was unknown. Outcome: outcome for hospitalization was resolved. Pierre fabre assessment: seriousness: hospitalisation was serious (hospitalized and medically significant). Causality assessment: according to the who scale, the causal relationship between dexeryl and the adverse event hospitalization was assessed as possible owing to a reasonable time relationship to drug intake. Another etiology cannot be excluded in this poorly documented case because reason and purpose of hospitalization was unknown. Details about hospitalization, medical history, concomitant treatments, corrective treatments are not provided and needed for a proper assessment. Listedness: based on current version of the ccds, hospitalisation was unlisted for dexeryl.